Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of pneumonia is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported to company representative that a patient is experiencing hardness and a lump in the right lower lip and right nasolabial folds after they were injected in the lips with juvéderm volbella® xc. Treatment is noted as doxycycline 100mg, prednisone 30mg, clarithromycin 500mg and zyrtec 10mg. Event is ongoing. Hcp also noted ¿pt was tx by pcp for pneumonia with moxifloxacin x 7 days¿ and event was deemed not device related. This is the same event and the same patient reported under MDR ID #3005113652-2020-00228 (B)(4), MDR ID #3005113652-2020-00229 (B)(4), and MDR ID #3005113652-2020-00230 (B)(4). This MDR is being submitted for juvéderm volbella® xc.